Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found. A technical support specialist (tss) remoted in and asked the user to replicate the issue. Customer did, and that time the drawer worked correctly, opened as expected, and customer was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower when user tried attempting to issue hydrocodone/apap 10 mg/325 mg tablets from the medbank, the user selected the medication, but no action occurred and the dispense did not proceed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.